Manufacturer narrative:
The t:slim x2 pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 330 mg/dl. A manual injection was administered to address bg levels. Reportedly, the cartridge had been in use for three days with humalog insulin. Tandem technical support educated the customer regarding cartridge labeling. Reportedly, the customer loaded a new cartridge.